Event description:
It was reported that, during the procedure, the tip of the driver was broken.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Based on investigation, the root cause was attributed to be user related. The failure was caused by the normal wear of the device. The breakage reported can be confirmed. The tip of the device is broken and signs of damage are evident, color fading as well as rust are noticed. The microscope inspection, regarding the screwdriver showed a shinny fracture surface, a sign that the two parts rubbed against each other. The fracture was initiated and had spread over time until the final crack. The device was released in 2012, and has been fulfilling its task since, which lead to its normal wear. Based on the above-mentioned observations, the case could be classified as user-related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during the procedure, the tip of the driver was broken.